Event description:
The therapy had been controlling the patient's symptoms. Recently, the patient felt a shocking sensation on the left side of their face. There was no known accident or incident related to the event. The implantable neurostimulator was interrogated and the battery status was low (2.2v). Impedance measurements were open; all combos were greater than 4000 ohms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).